Event description:
71 yr old male admitted to acute care with left knee degenerative joint disease. A total knee arthroplasty was performed 8/11/1998 without complication. On 8/13/1998 the epidural catheter used for post operative pain management was discontinued. Upon removal of catheter the question of catheter integrity was noted. On 8/13/1998 spinal xrays revealed part of an epidural space. On 8/14/1998 an exploration of lumbar soft tissue space with removal of metallica catheter guide was performed. A small 3 cm length wire was removed. Spinal films revealed residual catheter remained located beneath the level of the interspinous space. The neurosurgeon chose not to explore this area at this time, however, will follow as out-patient. Examination revealed no sensory deficit in toes or legs. Subsequently, the pt's recovery was unremarkable and he is currently in rehabilitation unit doing well.